Event description:
Information received by medtronic indicated that a patient had hemoptysis starting two weeks post cryoablation procedure. Bronchoscopy performed four weeks post procedure revealed a blood clot in the left main bronchus.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.